Manufacturer narrative:
The customer¿s report of a cracked male luer spin collar was confirmed, though the report of leaking was not confirmed. Visual inspection revealed a few small cracks and crazing in the spin collar of the male luer. Closer inspection of the luer did not show any evidence of tool marks. Functional testing was performed; no leaks were observed from any part of the set. The root cause of the failure was not determined.

Manufacturer narrative:
Gtin number for item: (B)(4), lot: 17107436 is 10885403227998. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the tubing was connected earlier in the day for a mesna infusion. It was noted that the spin collar was cracked and leaking. There was no report of patient harm.